Event description:
The consumer reported that when the patient turned down stimulation, it went up; this issue began two weeks ago ((B)(6) 2016). During the time of report, the patient was walked through how to increase and decrease stimulation. The patient was able to increase stimulation to 1.8v, and the issue was resolved. The patient's indications for use included lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.